Event description:
It was reported that "while surgeon was trying to back out the screw, the head of screw broke off. The screwdriver became jammed along with the t-handle and neither would function properly."

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.